Event description:
Reporter indicated that vns pt was scheduled for evaluation due to process "loose wire." It is believed that the lead connector pin may have become disconnected from the geenrator. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist.